Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the ht70 ventilator generated an error message and shut down. The patient was removed from the ventilator and placed on an alternate. Ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.